Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had vibration anomaly. The customer's blood glucose was unknown at the time of incident. The customer stated that the they ran a self test and the insulin pump was making an evident rattling sound. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. The audio tones or beeps and vibrator motor functioned properly. No strange noise noted during vibrating. Device was received with scratched case and scratched keypad overlay.